Manufacturer narrative:
This report is submitted on june 24, 2020.

Event description:
Per the clinic, the patient experienced blistering of the skin at the implant site following an MRI which was treated with an oral antibiotic. The implant remains in-situ.